Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-1884. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump responded properly to button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. No damage noted on the keypad dome switches. The following were noted during visual inspection: scratched/peeling display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. 12/14/2024 04:05:37.000 alarmalertnotification (40); faultnumber: nodelivery (7) - during bolus. 12/17/2024 18:00:00.000 alarmalertnotification (40); faultnumber: changebatteryfault (73). 12/17/2024 18:31:00.000 alarmalertnotification (40); faultnumber: offnopower (11). 12/17/2024 18:33:08.000 batteryremoved (55). 12/17/2024 18:33:08.000 alarmalertnotification (40); faultnumber: batteryremoved (84). 12/17/2024 18:33:57.000 batteryinserted (44). 12/17/2024 19:13:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780). 12/17/2024 19:29:00.000 alarmalertnotification (40); faultnumber: lostsensor2alert (781). 12/17/2024 20:02:00.000 alarmalertnotification (40); faultnumber: sensorsignalnotfound (796). 12/17/2024 22:00:00.000 alarmalertnotification (40); faultnumber: changebatteryfault (73). 12/17/2024 22:02:37.000 batteryremoved (55). 12/17/2024 22:02:37.000 alarmalertnotification (40); faultnumber: batteryremoved (84). 12/17/2024 22:02:54.000 batteryinserted (44). 12/18/2024 01:00:00.000 alarmalertnotification (40); faultnumber: powererroralarm (25). 12/18/2024 05:00:00.000 alarmalertnotification (40); faultnumber: powererroralarm (25). 12/18/2024 09:00:00.000 alarmalertnotification (40); faultnumber: powererroralarm (25). 2/18/2024 13:00:00.000 alarmalertnotification (40); faultnumber: powererroralarm (25). 12/18/2024 17:00:00.000 alarmalertnotification (40); faultnumber: powererroralarm (25). 12/18/2024 23:00:00.000 alarmalertnotification (40); faultnumber: powererroralarm (25). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25, replace battery alert/changebatteryfault (73) and replace battery now alarm/offnopower (11) due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, the pump was monitored and functioned properly. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor signal not found alert noted. Nodelivery (7) alarm not confirmed. Changebatteryfault (73) confirmed. Offnopower (11) confirmed. Lost sensor alert not confirmed. Sensor signal not found alert not confirmed. Pump error 25 confirmed. The pump passed the functional test. Pump error 25 confirmed due to connector resistance j6 /pcba 1. Replace battery/replace battery now alarm confirmed due to connector resistance j6 /pcba 1. Keypad/button unresponsive/button error not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.